Event description:
It was reported that during the procedure in an unspecified vessel, a 3.50x15 nc trek rx dilatation catheter separated inside the guide catheter. It is unknown if the device was being advanced or withdrawn when the separation occurred. It is unknown if resistance was felt or if any force was applied to the catheter. Another unspecified dilatation catheter was used to complete dilatation. There was no intervention or adverse effect to the patient. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event has been estimated. The device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.